Manufacturer narrative:
Approximate age of device: 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2018 that the patient presented with gastrointestinal bleeding. The patient was taken anticoagulant in subtherapeutic dose, and remains on lvad support. No further information was provided.

Manufacturer narrative:
A direct correlation between hm2 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.